Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the insulin pump is having issues. The blood glucose reading is unknown.